Event description:
Stealth s7 station connection to stand-alone monitor is broken. The housing for the connection at the main station was stripped off and we could not connect the cable for the stand-alone monitor. When attempting to plug in the monitor a loud "pop" was heard coming from the monitor case accompanied by a puff of smoke and the smell of burning plastic. The monitor was quickly unplugged and removed from the room due to concern for fire or field contamination. Manufacturer response for neurological stereotaxic instrument, stealth station® s7¿ (per site reporter). Per medtronic rep, the repair may take time due to limited parts availability. The system is not working as intended but or can still use the system if they need to. Installed a vga cable which can connect s7 to stryker system and route the visual display from the stealth s7 to the stryker monitors in or room. Per [name reacted', the process for replacing s7 with a new model is under process and he expects that the new system will arrive in 2 to 6 weeks.